Event description:
It was reported that a remote transmission showed right atrial lead p wave undersensing in stored electrograms (egm.) The health care professional will request the patient come for an in-office interrogation and the lead remains in use. No patient complications have been reported as a result of this event.